Event description:
It was reported that during follow up, the right ventricular lead showed rising impedance. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were four patient alerts for out of tolerance sub threshold lead impedance between (B)(4) 2012 and (B)(4) 2012. The weekly pacing lead impedance trend data shows an increase for minimum and maximum ventricular pacing bipolar impedance of 950 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2012.